Manufacturer narrative:
Concomitant medical products: qn# (B)(4). Two (2) representative samples, 004551003 rusch greenlite disp mtl mac 3 blades were returned for investigation. The actual device involved was not returned. A visual inspection was performed on the two blades and no issues were noted. Both blades were attached to, and engaged on a standard fiber optic metal reusable laryngoscope handle, pc 004411100. Both blades attached and detached to the handle with no issues. Normal force was used to attach and detach the blades. Both blades transferred light through the acrylic pipe light with no problems noted. The complaint that the blades were broken could not be confirmed. No preventative/corrective actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device broke when attaching to a reusable laryngoscope handle during pre testing. No patient involvement was reported. No patient impact or consequence was reported.